Event description:
Baxter received a customer complaint in which the device was observed to have infused 250 ml of sufentanyl and 0.9% naci in 41 hours 7 hours earlier than expected. No patient inury or medical intervention resulted from this incident.